Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal on metal articulating surfaces." Date uf became aware - january 2011. Date report sent to FDA - january 2011. This report filed march 21, 2011. (B)(4).

Event description:
It was reported by the user facility that patient underwent total hip arthroplasty and subsequently developed difficulty with noise and experienced pain. A review of invoice history confirmed the total hip arthroplasty procedure occurred on (B)(6) 2006. It was further reported that evaluation revealed elevated metal ion levels and that a revision procedure was performed on (B)(6) 2011. The acetabular cup, modular head and taper adapter were removed and replaced.